Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned locked in good visual condition and with a reload present. The reload was noted to be fully fired. It should be noted that the device is equipped with a safety feature to lock the device when attempting to fire the device without a reload, a partially or fully fired reload. In order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, on the third firing with a white cartridge, the device cut and stapled but would not open. The surgeon tried the release lever and the device still would not open. The surgeon pulled the device off the tissue and bleeding occurred. There was no patient consequence and no blood transfusion needed .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.